Event description:
It was reported that a user experienced difficulty during a supply change with a contact detach infusion set when the connector was not correctly inserted into the ilet, resulting in no visible drops, disconnection, and the connector and insulin cartridge falling out with a reported blood glucose of 240 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported during a period of device disconnection exceeding 40 minutes. Outcomes included the need for troubleshooting without hospitalization. Investigation included guided reattempt of the supply change and instruction on correct connector insertion. Investigation of this case revealed user handling error leading to an inability to attach the infusion set and temporary loss of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use and technique.

Manufacturer narrative:
Initial.